Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set fell off due to poor adhesion on (B)(6) 2026 which led to high blood glucose. The high blood glucose level was treated with correction injection via mdi (multiple daily injections). Additionally, symptoms like dry mouth and headache.